Event description:
Correction: the initial MDR submitted on june 05, 2024 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred.

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site. Subsequently, the device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.